Event description:
It was reported that a patient with a 19mm 3300tfx aortic valve is under evaluation for valve-in-valve after an implant duration of eight (8) years, ten (10) months due to progressive degeneration and severe stenosis. Per medical records, the patient presented with dyspnea, fatigue, bradycardia, hypotension, and was admitted for stroke. The patient has been followed through the years with evidence of progressively worsening bioprosthetic aortic valve stenosis. She was thought to have relative aortic valve size mismatch initially, but mean gradients have progressively worsened, now approaching nearly 80 mmhg. Patient has declined surgical option.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a 19mm 3300tfx aortic valve is under evaluation for valve explant after an implant duration of 8 years, 10 months due to degeneration. The patient presented with heart failure.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
H10: additional narratives updated h6 per new information received the most likely cause is patient factors, including chronic kidney disease (ckd) and hyperlipidemia (hld).